Event description:
It was reported that during use of the bd intima¿-ii 24gax0.75in mz slm npvc there was an issue withe leakage. Leakage was found on this needle when it was connecting the syringe. The following information was provided by the initial reporter, translated from chinese to english: after puncturing, leakage was found on this needle when it was connecting the syringe.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198210. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted by the facility for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our testing results, the root cause for this complaint could not be determined at the conclusion of our review. Bd will continue to track and trend for this issue. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima¿-ii 24gax0.75in mz slm npvc there was an issue with leakage. Leakage was found on this needle when it was connecting the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: after puncturing, leakage was found on this needle when it was connecting the syringe.